Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation in the right lower extremity. The sjm representative reprogrammed the patient but was unsuccessful. Follow-up determined the physician implanted an additional scs system. Reportedly the patient has effective stimulation coverage.